Event description:
The customer stated that he was taken to the hospital by paramedics due to hypoglycemia. The customer stated that his blood glucose could not be read on the glucometer at the time of the event. The customer's blood glucose reading at the time of the report was 200 mg/dl. Troubleshooting could not be performed at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow, once the analysis has been completed.